Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Work order search: no similar complaints were reported for units within the same lot. The anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).